Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle when the sleeve was retracted it not return to the closed position causing blood leaked between the tube and the connector. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: rubber did not come back - it retracted - and blood leaked between the tube and the connector.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle when the sleeve was retracted it not return to the closed position causing blood leaked between the tube and the connector. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: rubber did not come back - it retracted - and blood leaked between the tube and the connector.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory and were visually inspected for sleeve defects. No sleeve defects were observed; however, the length of the non-patient needle was out of the upper specification. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.